Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "acute folictuliti" is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported a patient was injected with a total of 2.5mls of harmonyca with lidocaine into the ck1, ck4, and jw1. 25g cannula was used. Following the treatment, hematomas appeared. 30mg prednisone was prescribed daily for three days and local cold applied with arnica. Since then patient has had pain on the left side in the ck1 and ck4 areas. Three days following injected, what appeared to be folictulitis appeared. Patient went to the emergency room and was prescribed mupirocin ointment. Symptom is ongoing.